Event description:
Heard a pop while lifting. Tenderness, pain and change in shape of right breast. Pt has significant capsule formation bilaterally, fibrosis, hypoplasia. Pt now having bilateral replace. Both implants were intact.